Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that the surgeon had to change the plan for the patient. No further information was provided.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device not returned.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that the surgeon had to change the plan for the patient. No further information was provided.